Event description:
User alleges that the blue cap on the patient line where medicines are admitted blew off and blood squired around the room hitting the personnel.

Manufacturer narrative:
H.6 evaluation - other smiths medical asd, inc. Is unable to perform a thorough investigation without the return of the actual sample involved. If the disposable unit is returned, an investigation will be performed or if information is received other then what is reported; than a follow up report will be filed. A review of our complaints database show no other reports on this lot number or any other lot number for a similar issue. This report was forwarded to our current manufacturer for review and there was no trending history with respect to this discrepancy. However the most probable root cause is if the 3 psi leak test did not detect the leak in the insert. Conclusion: as a result of this complaint, all personnel involved were retrained by the production manager and supervisor on may 29, 2006. In addition, a corrective action request has been assigned to evaluate the effectiveness of the leak test procedur and will be managed through the corrective and preventive action system.